Manufacturer narrative:
The reason for this revision surgery was to remedy pain and shifting in the patient's knee after 1.01 years in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this part number and against a part from this lot. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors that may contribute to joint pain not associated with the implant are: improper implant selection, degenerative bone disease, patient non-compliance with medical instructions. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient experiencing pain and shifting in her knee during motion. The surgeon changed the tibial rotation; she exchanged the original tibia and insert.